Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using different charging supplies, specifically a non-tandem wall adapter and charging cable. Although tandem does not recommend using third-party supplies, this was done for troubleshooting. Technical support agreed to send a replacement tandem wall adapter and charging cable via two-day shipping. The pump began charging, and no further assistance was required.